Manufacturer narrative:
Additional information: a unit from an additional lot was returned for evaluation. 0 medical device lot #: 8184263. Medical device expiration date: 6/30/2023. Device manufacture date: 7/3/2018. Investigation summary: four used samples (batch #9144956-3pcs and #8184263-1pcs) were received by our quality team for evaluation. Upon visualization of the used samples, peelback was observed; therefore, the failure can be verified. A device history record review found no non-conformances associated with this issue during production of these batches. A trend for the peelback issue has been identified for this product line. The appropriate personnel have been notified of this complaint. The probable root cause for peelback could be due to tubing material. CAPA#81917 was issued to review the tubing material. We have funded a project to examine how to further increase the robustness of the bd neoflon device and prevent future occurrences of this type. As part of the action plan, changes to the catheter material and method of shaping the catheter tip are in the process of being implemented.

Event description:
It was reported that during use of the bd¿ neoflon the material shrink and was damaged. The tip of the catheter was damaged. This occurred on 15 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: during insertion of cannula, needle alone got entered into the vein catheter material got shrinked, hence catheter tip got damaged.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during use of the bd¿ neoflon the material shrink and was damaged. The tip of the catheter was damaged. This occurred on 15 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: during insertion of cannula, needle alone got entered into the vein catheter material got shrunk, hence catheter tip got damaged